Event description:
Medtronic received a report that of pipeline failure to open distally. The patient was undergoing surgery for treatment of a saccular, unruptured, c6 aneurysm with a max diameter of 8.3 mm and a 3.4 mm neck diameter. The landing zone was 3.8 mm distally and 4.6 mm proximally. It was noted the patient's vessel tortuosity was minimal. Dual antiplatelet therapy (dapt) was administered. The angiographic result post procedure showed slow blood flow. It was reported that during aneurysm treatment with a flow diverter stent, the intermediate catheter and microcatheter were positioned in place. The stent was delivered to the m1 segment and then withdrawn to the anchoring position for in-situ deployment. The position was in the horizontal segment without tortuosity; however, the distal end of the stent failed to open. After two attempts at resheathing and adjustments with expansion and compression maneuvers, it still did not open. The stent was replaced, and the procedure was completed successfully. There were no patient symptoms or complications associated with this event. The pipeline was not used for an indication that is not approved (off-label). The pipeline and accessory devices were prepared as indicated in the instructions for use (IFU). Ancillary devices include a ton-bridge medical 6f guide catheter and a phenom 27 microcatheter.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.